Event description:
A pt reported passing out twice while using a one touch meter. Pt passed out twice during the week preceding this report. Exact date of events unk. Pt also reported that their ot meter had missing segments and that the ot meter was giving erratic readings and repeated messages of retest and "cta". No further info has been reported.